Event description:
It was reported that when the device was used during a lobectomy procedure, the staple malformed. The surgeon put some overstitches to close tissue. There was no reported patient consequence.